Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device aes-90sn, aes-90sn probe assy,suct,sin was being used on (B)(6) 2022 during a shoulder arthroscopy procedure when it was reported that ¿metal tip part of the dm broke during the arthroscopy procedure of the right shoulder in the patient.¿ further assessment found that the device did fragment and was retrieved using an ¿image intensifier, clamp microphone and brilliance amplifier. Procedure completed apart from falling debris into the patient". There was also a few minutes of during the procedure. There was no reported injury, hospitalization or medical intervention for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation and no photographic evidence was provided. Should the device be returned, an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Maintain the probe tip, including the return electrode, in the field of view at all times. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device aes-90sn, aes-90sn probe assy, suct, sin was being used on (B)(6) 2022 during a shoulder arthroscopy procedure when it was reported that ¿metal tip part of the dm broke during the arthroscopy procedure of the right shoulder in the patient.¿ further assessment found that the device did fragment and was retrieved using an ¿image intensifier, clamp microphone and brilliance amplifier. Procedure completed apart from falling debris into the patient". There was also a few minutes of delay during the procedure. There was no reported injury, hospitalization or medical intervention for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.